Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had a crack in it at the time of its connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a crack on the minicap. The reported issue of damaged was verified by visual inspection. The cause could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.